Event description:
The patient suffered a cva (stroke) approximately 26.5months post index procedure. The patient was hospitalised. This event was assessed as not related to the study device or procedure. The patient suffered a disability as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient death was due to multi organ failure. The outcome of the previously reported cva/stroke event which occurred approx 28 months post index procedure was disability.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure - (cva/stroke).

Event description:
During index procedure, patient had one endeavor sprint drug-eluting stent implanted in the lcx. Approximately 28.5 months post index procedure, the patient suffered a cva/stroke. Investigator assessed the cva/stroke event was not related to the study device. Patient expired approximately 1 month after this event. Cause of death was deemed to be cva. Investigator indicated that the death event was not related to the study device.